Event description:
Patient reported, rupture. On the right-side, as well as "pain and discomfort and fear". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as unidentified (tear) opening (shell thickness was within specification). Pain: unable to observe, as it is not related to the device. Anxiety-product/procedure: unable to observe, as it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported rupture on an unknown side, as well as "pain and discomfort and fear". The device remains implanted.

Event description:
Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Clarification to d9-date is when device photo was received. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe since it is not related to the device. ¿ anxiety¿product/procedure: unable to observe since it is not related to the device. No additional observations are performed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture on an unknown side, as well as "pain and discomfort and fear". The device remains implanted.